Manufacturer narrative:
This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.

Event description:
It was reported that the user experienced sustained hyperglycemia while using the ilet system, with reported glucose readings described as ¿high¿ on the ilet and up to 400 mg/dl by glucometer, following supply changes and a usual meal announcement. Symptoms included hyperglycemia. Outcomes included no professional medical intervention and no use of back-up therapy or ketone testing. Investigation included troubleshooting and education with the caregiver. Investigation of this case revealed an undetermined cause for the hyperglycemia. It was concluded that the event was related to hyperglycemia with cause unclear. The device has not been returned. If it is returned, it will be evaluated, and a supplemental report will be filed.